Manufacturer narrative:
(B)(4) - the review of the manufacturing paperwork verified that the lots met all pre-release specifications.

Event description:
On (B)(6) 2016, the patient was implanted with a gore excluder iliac branch endoprosthesis (ceb) to treat an aneurysm of the right external iliac artery and gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. After the iliac branch component ceb231410/14404026 was implanted into the right common iliac artery (rcia), it was not possible to advance the internal iliac component beyond the aortic bifurcation through a 12 fr cook sheath. Upon removing the sheath from the patient, the visual inspection revealed that it was badly kinked and ripped open half way, which appeared to be the reason for the advancement difficulties. The internal iliac component was not implanted. As the contralateral gate of the iliac branch component is now positioned right in front of the internal iliac branch, the blood flow now backfeeds the external iliac aneurysm on the patient's right side. The patient tolerated the procedure and is currently being monitored. A decision on further treatment will be made at the follow-up visit envisaged in three months' time. On (b)(5) 2016, the patient was successfully treated with two 13 mm viabahns and a sinus xl stent to remedy the situation of the patent contralateral gate feeding the aneurysm in the external iliac artery.